Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted in the proper position. But explanted shortly afterward due to the inability to convert the rhythm. The patient was induction and went into ventricular fibrillation (vf). However, the s-ICD system was unable to convert the rhythm at max shock. A recues external shock was performed however unsuccessful at first and required multiple external shocks and cardiopulmonary resuscitation to rescue the patient after induction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted in the proper position. But explanted shortly afterward due to the inability to convert the rhythm. The patient was induction and went into ventricular fibrillation (vf). However, the s-ICD system was unable to convert the rhythm at max shock. A recues external shock was performed however unsuccessful at first and required multiple external shocks and cardiopulmonary resuscitation to rescue the patient after induction. No additional adverse patient effects were reported.